Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions showed the right ventricular (rv) lead had episodes of noise and oversensing due to crosstalk. No interventions were reported. The patient was stable.

Event description:
New information received notes that additional instances of crosstalk were noted. Programming changes were recommended but not yet completed. No patient consequences were reported.